Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding that patient who was implanted with a neurostimulator for degenerative disc disease/herniated disc pain and spinal pain. It was reported that the patient was having difficulty recharging their implantable neurostimulator (ins) and were getting 0 coupling bars. The patient was still a little swollen and recognized the charging difficulty to that. Recharging was tried with a second recharger and had the same result. It was noted that the ins pocket was tight and the rep felt that it was not very superficial. The rep stated that the patient needed to charge two weeks prior to the report. Antenna locator (al) resolved the coupling issue but the rep was only able to get 50 as the baseline and 54 as the max number. The patient did have access to another recharger to charge the ins. This event occurred on the day of the report. Follow-up has been attempted in regards to the tight pocket, but no further information was received at this time. If additional information is received, the event will be updated. Additional information was received from the rep on 2016-jul-29. It was reported that the patient was still unable to charge after charger training. The rep spoke with the patient¿s healthcare provider (hcp) and it was noted that a pocket revision was needed. The ins also will be moved down and closer to the surface. There is no further information related to this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.